Manufacturer narrative:
The customer collected a new sample for 18 of the patients that were previously pcr positive and elecsys anti-sars-cov-2 assay non-reactive for further testing. Out of the 18 patients drawn, 17 patients tested reactive and one patient tested non-reactive with the elecsys anti-sars-cov-2 assay. Specific testing details of the 18 patients were requested but not provided. The samples were requested for investigation, but the samples were not available for return. Qc results were acceptable. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
Multiple positive pcr samples were tested using elecsys anti-sars-cov-2 lots 494813 and 496298 on a cobas 6000 e 601 module, serial number (B)(4). The pcr method used for patient testing was requested but not provided. The date of pcr testing was known for 26 of the samples. All patient samples were tested on a rapid test detection antibody assay. Some of these patient samples were also tested using euroimmun elisa methodology.